Event description:
Device 1 of 3: reference MFR. Report: 3006705815-2019-01449, 3006705815-2019-01450.

Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 1 of 3. Reference MFR. Report:3006705815-2019-01449 3006705815-2019-01450. It was reported that the scs system was not providing effective coverage of stimulation . Reprogramming was done and unable to solve the issue . As a result patient underwent surgical intervention where in the ipg and leads were explanted and replaced with a penta lead and ipg. Effective therapy was established.